Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had battery out limit alarms and changed the battery to resolve the issue but alarm recurs. The blood glucose was 360 mg/dl at the time of the incident. Customer stated that, the insulin pump alarmed during normal use. Customer treated high blood glucose with the insulin pump and declined troubleshooting for it. Customer advised to monitor the insulin pump. The device is not expected to be returned for analysis.